Event description:
It was reported by the user that the device in bipap mode stopped ventilating while in use on a patient. The auxiliary alarm sounded. Furthermore it was reported that the device alarmed for a "device failure 50.0000".

Manufacturer narrative:
The device was examined on site by the dräger service and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file review an interruption of an ongoing ventilation due to discharged batteries could be confirmed. It was verified that the device was disconnected from ac mains at 04:34 p.m. On the (B)(6) 2024, and was therefore running on external batteries. At 04:51 p.m. The user started ventilation with the external dc power source in use. At 04:59 p.m. The device activated the internal batteries as specified and posted a corresponding alarm message of mid priority. At 05:03 p.m. Alarm messages were posted to alert the user of a reduced remaining capacity of the internal batteries. At the same minute the device was connected to ac mains by the user and the device restarted after it had shut down due to a complete loss of power. As the and external and internal batteries show a short runtime they must be checked and replaced, if necessary. If the device savina 300 is not connected to mains power or is not equipped with an external battery, the device switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. Different alarms will indicate the state of the batteries during the discharging process. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If the device is connected to ac mains again, it will restart immediately without a user action being necessary, and the ventilation will be continued with the last settings. Furthermore, the log file shows that the device posted the alarm message ¿device failure 50.0000¿ at 06:23 p.m. On the (B)(6) 2024 as reported. The device savina 300 monitors the state and functionality of internal components, e.g., loudspeaker for the acoustic alarm signal. If a deviation regarding the loudspeaker is detected, a high prior alarm is displayed. The ventilation is not affected and will continue in this case. In the current even, the device detected and alarmed a decreasing remaining capacity of the internal batteries prior to the device shut down. The shut down was caused by a complete loss of power. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.